Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2016-09-12 from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and other chronic intractable pain of the trunk/limbs. It was reported that the patient's pump went empty three days ago and that he was in "so much" pain. It was also noted that he hadn't slept in two days and that he was in so much pain that he wanted to "drive his truck into a semi." It was also indicated that the patient did not have a managing health care professional (hcp) as he was transitioning care, and that the patient's managing hcp had stopped refilling the pump and the appointment with his new hcp was not until the end of the month. It was recommended that the patient go to the ER but he declined as he found pain pills " on the street" and bought them he was hurting so bad. He was afraid they would do a "tox screen" and pick up the illegal drugs in his system. The patient's current status was that the situation was being addressed by the hcp and no further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.